Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the colon after a polyp resection during a colonoscopy procedure performed on an unknown date. During the procedure and inside the patient, the clip successfully grasped and locked onto the tissue. However, after deployment, it did not release from the catheter. The device was then withdrawn through the scope channel, but the clip detached inside the scope. The procedure was completed using another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device code) and block h11 (additional MFR narrative) has been corrected. Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Imdrf device code (B)(6) captures the reportable event of clip device deployed in scope.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the colon after a polyp resection during a colonoscopy procedure performed on an unknown date. During the procedure and inside the patient, the clip successfully grasped and locked onto the tissue. However, after deployment, it did not release from the catheter. The device was then withdrawn through the scope channel, but the clip detached inside the scope. The procedure was completed using another resolution 360 clip. There were no patient complications reported as a result of this event.